Event description:
It was observed, that during the device evaluation. The subject device exhibited fail water leak test from cable. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus. And the evaluation found, failed water leak test from cable. Based on the results of the investigation, it is likely, that the following led to the malfunction: component failure. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.